Event description:
Dexcom g7 cgm failed to alert of low blood sugar. My mother suffered adverse reactions, including unconsciousness and shock for 2-3 hours before family found her. She spent 7 weeks in ICU care following the hypoglycemic event (which triggered other medical events). She passed (B)(6) 2025. Too many test/labs to report below. Family is wiling to provide FDA all medical records in an effort to warn others of the device's poor functioning.